Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the right coronary artery (rca) and was treated with two passes of the oad. Following use of an extension catheter to deliver a stent, a perforation was noted. Balloon angioplasty was performed to resolve the perforation, however the patient presented with chest pain once in the recovery area. Re-catheterization was performed the following day to place an additional stent, however the stent thrombosed. Coronary bypass surgery was performed to resolve the issue and the patient was in stable condition following the procedure.